Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system had a power supply issue. Philips field service engineer (fse) inspected the system onsite and reviewed logfiles and found that there was an issue during power up. Fse confirmed that changing a configuration in service mode determined that the power supply error that was in the log file. Later, the room was back in use and showed no errors in log files. Therefore, no further action is necessary at the time and the part was not replaced. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system had a power supply issue. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.